Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2017 customer was brought to the intensive care unit hospital by father. Blood glucose values over 600 mg/dl. Mother said that her daughter got an infusion (what kind of infusion is unknown). On (B)(6) 2017 customer was released from the hospital. Customer¿s mother assumes the pump didn¿t deliver insulin correctly. Mother has been informed by clinic that there was a time difference of three hours between pump and meter (according to diary). Mother states that pump and meter settings are correct. No adverse event alleged. A request was made for the return of the device.